Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify the reported fiber break. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window. There were no signs of breakage along length of fiber. The conductive segment d, e and f of connector exhibited signs of corrosion/substance deposits. The proximal end of the fiber showed evidence of some type of contamination on the optical surface. The control knob was attached and aligned with fiber and could rotate the fiber. Based on analysis of the returned fiber, the product complaint of broken fiber could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the customer has a broken laser fiber to return. There was no patient outcome information reported.

Event description:
It was reported that the customer has a broken laser fiber to return. There was no patient outcome information reported.